Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Additional information: intuitive surgical inc., (isi) obtained following additional information from initial reporter: the issue with the harmonic ace instrument was identified during the procedure and no fragments fell off the instrument while it was being used within the patient. The patient has not returned to the hospital due to experiencing any post-surgical complications.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the 8mm harmonic ace instrument to perform failure analysis. The instrument was analyzed and found to have a broken blade. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the 8mm harmonic ace instrument had a broken blade. The user completed the procedure using a backup harmonic ace with no further issue reported. No fragment fell inside the patient. No known impact or patient consequence was reported.